Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network failure. The technical service engineer verified communication with the stations and no other findings available. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. Patient profile not crossing over to pyxis stations. The customer reported there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.